Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to evaluate this unit and was able to reproduce the reported issue, however; the fse did not see nothing unusual in the logs. The fse then replaced the broken fiber optic connector. The unit then failed the compressor output test. To fix this issue, the fse replaced the scroll compressor, and mufflers. The compressor temperature probe cable was frayed and the fse replaced it. The unit calibrated and passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use.

Event description:
It was reported that while in use on a patient, it was discovered that the green fiber optic assembly connector was damaged on the cardiosave intra-aortic balloon pump (iabp). There was no patient harm and no adverse event was reported.